Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at3:30am on ICU bed #5, a nurse observed (on the monitor) the patient's spo2 value decreased to 40% then to 20%, but the monitor did not announce a spo2 audio or visual alarms. The nurse checked the monitor's spo2 setup and the alarms were turned off. It was unknown at what point, or how, the alarms had been turned off. The device was in clinical use at the time the issue was discovered. The nurse identified the problem with the spo2 alarm; therefore, the patient was not harmed, and there was no lack of awareness to the patient's condition, however, the patient did require additional care.

Manufacturer narrative:
The nurse checked the monitor's spo2 setup and the alarms were turned off. Available alarm logs were provided, however, no information was available for the reported timeframe. The nurse found that the alarms were turned off; the customer has the ability to turn off spo2 alarms. Once the alarms were turned back on by the nurse, the monitor alarmed appropriately. Information was not able to be provided to the customer clinical manager to show when the spo2 alarms were turned off, as the provided alarm logs, did not go back to the time of the event. The device remains at the customer site. No parts were ordered and no repair was warranted, as no issue was found with the device. There was no product malfunction. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2017 at 3:30am on ICU bed #5, a nurse observed (on the monitor) the patient's spo2 value decreased to 40% then to 20%, but the monitor did not announce a spo2 audio or visual alarms. The nurse checked the monitor's spo2 setup and the alarms were turned off. It was unknown at what point, or how, the alarms had been turned off. The customer clinical manager wants to know if the system will show when the spo2 alarms were turned off. The device was in clinical use for monitoring the patient. The patient's spo2 value of 20% with need for intervention by staff is consistent with a serious injury. The patient was not described to have been harmed. Staff intervened when they observed the spo2 value.